Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "there is excess plastic surrounding the needle for product # 368607."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-08-23. H.6. Investigation summary: bd received 96 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed, however the failure mode of clogged cannula could not be confirmed from the photos. The nature and origin of the foreign matter could not be determined from the photos. Thirty (30) of the customer samples were randomly selected and evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed. Another 10 customer samples were randomly selected and were subjected to bore scope inspection to check for clogged cannula and all 10 samples passed the inspection. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Another 20 retention samples from bd inventory were subjected to bore scope inspection to check for clogged cannula and all 20 samples passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. This complaint has been unconfirmed for clogged cannula. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device needle or any fluid path component the following information was provided by the initial reporter. The customer stated: "there is excess plastic surrounding the needle for product # 368607."